Event description:
It was reported that this pacemaker was explanted due to an product performance issue. This pacemaker was successfully explanted and replaced with another lead. No additional adverse patient effects were reported outside the revision procedure. Additional information was received that this device was explanted and replaced due to a recorded a code 1003 indicative of battery voltage too low for projected remaining capacity. No additional adverse patient effects were reported outside the replacement procedure. This device is expected to return for analysis.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted due to an product performance issue. This pacemaker was successfully explanted and replaced with another lead. No additional adverse patient effects were reported outside the revision procedure.